Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre implant of the implantable pacing lead (ipl), the tip was already screwed out after opening the box. The physician attempted to screw back the tip but it was locked. The ipl was not implanted, and replaced with a different lead. No patient complications have been reported as a result of this event.